Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 380 mg/dl to above 400 mg/dl and received with insulin pump error. Customer reported that, the insulin pump was not delivering insulin.customer states they are able to rewind the pump. Assisted with performing displacement test which was passed. Customer also got an insulin flow blocked alarm. The blood glucose at the time of the incident was 380 mg/dl and current blood glucose was 375 mg/dl. Customer reported the following symptoms related to their high blood glucose was feels a little bit of abdominal pain. Customer refused troubleshooting. Customer treated high blood glucose with glucose pen injector. The device will not be returned for analysis.